Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's glucose reached greater than 250 mg/dl while wearing the pod on the skin between 1 and 4 hours. Patient also reported that the needle did not move forward but that the pink slide moved forward; this indicates a needle mechanism failure.